Event description:
We used a chairside reline material (item code 5700718) on pt. When using this material, the maxillary tissue in the pt's mouth was burned. When explaining to our henry schein rep, he said that should not have happened, and reported this product to the supplier for review. FDA safety report ID# (B)(4).